Event description:
Reporter alleged discrepant blood glucose results between the hospitals emergency room advantage system of 332 mg/dl back to back with another professional meter reading of 111mg/dl. Reporter stated the testing was performed one minute apart, however, could not identify the meter that was compared to the system. Reporter indicated that prior to the patient being taken to the hospital; they had previously been receiving glucose levels in the 300s mg/dl all that day and took extra insulin as a result. It was stated patient then emergency medical technicians treated customer for a reading on their meter of 40 mg/dl with a tube of glucose and the hospital gave patient a glucose IV as well. No other actions taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.